Event description:
It was reported the ultrasound gastroscope exhibited a dirty ultrasonic connector and a dirty scope connector. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the reported events could not be identified. Based on the results of the investigation, the most likely causes were not established. The event can be prevented by following the instructions for use which state: never use the endoscope on a patient if any irregularity is observed. Damage or irregularity in the instrument may compromise patient or user safety and may result in more severe equipment damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.